Manufacturer narrative:
Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for greater than one (1) hour. Transmitter was replaced to resolve the issue. No additional patient or event information was available.